Event description:
One pt involved. Pt received two drug-eluting stents that were expired during a heart catheterization procedure. Operator was aware that the stents were expired prior to implanting them.